Event description:
It was reported that the physician believes the generator battery failed too soon as the patient has experienced an increase in seizures above the patient's pre-vns baseline frequency. The patient had previously experienced 23 months of improved seizure control. It was reported that the patient suffered a fall which seems to correspond with the increase in seizures. The patient's generator was programmed off on (B)(6)2015 for an MRI; however, it is unknown if the whether or not the device was programmed back on. The patient was referred for generator replacement surgery. No known surgical interventions have occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient was explanted on (B)(6) 2015 as the patient wanted an MRI performed on her left shoulder. There is no known re-implant date or plans for a re-implant. Both the explanted lead and vns generator were received on (B)(6) 2015. Analysis is expected but has not been completed to date.

Event description:
Product analysis on the returned vns generator was performed. The vns generator was monitored for more than 24-hours while the generator was placed in a simulated body temperature environment. The results showed no signs of variation in the generator's output signal and demonstrated the device provided the expected level of output current for the entire monitoring period. It was also found that vns generator diagnostics were as expected for the programmed parameters. An electrical test showed the generator performed according to functional specifications. The reported ifi = yes condition was duplicated in the product analysis lab; however, the allegation of premature end of life was not duplicated. There were no performance or any other type of adverse conditions found with the vns generator. Product analysis on the returned lead was completed. It should be noted the electrode section of the lead was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Based on the findings in the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the lead.

Event description:
The physician reported that she was unaware of the patient's heavy breathing. No further relevant information has been received to date.

Event description:
Information was received from the patient that she had experienced heavy breathing in the past when she would work on the farm which was a contributing factor to the device being removed. No additional or relevant information has been received to date.